Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure test and clear passage under water was performed and a leak was noted at the filter. Prime and flow rate testing were performed with no issues noted. The reported condition was verified. The cause of the reported condition was raw material issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). (B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an extension set leaked during infusion of ceftriaxone. There was no patient injury or medical intervention associated with this event. No additional information is available.